Manufacturer narrative:
8/8/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During a ceps procedure, the unit jammed during use. The surgeon applied another device without pt injury.